Event description:
Customer reports inr results obtained on a hemochron signature plus instrument that are inconsistent with an unspecified lab instrument. This report is for pt 4 of 4. Pt therapeutic range not reported by customer. In 2009, consecutive readings of "out of range low", 2.6 inr, "out of range low", 3.1 inr, "out of range low". Subsequently 2.4 inr reported from an unspecified instrument. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
Additional customer reporting evaluation: eqc evaluated and acceptable; lqc evaluated and acceptable. Converted from hemochron signature to hemochron signature plus instrument in late 2008. Correlations were performed and acceptable at time of conversion. Method: manufacturer evaluation / investigation pending product return from user facility. Results: manufacturer evaluation / investigation pending product return from user facility. Conclusions: manufacturer evaluation / investigation pending product return from user facility.